Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the air/water channel of the subject device tested positive for micrococcaceae (4 cfu /endoscope) and (B)(6) (2 cfu /endoscope). This microbiological test result reaches the alert level * of the (B)(6): elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy¿. After the microbiological testing at the third party laboratory, the evaluation of the subject device by ofr confirmed following defects. The insertion tube was extremely kinked. C-cover was extremely damaged. (B)(4) suggested replacement the insertion tube including all channels to the customer. The alert level is the level providing a first alert if there is a deviation from normal conditions. It corresponds to values which are still acceptable in terms of (B)(6)guideline numbers of microorganisms but which require corrective measures without stopping the use of the endoscope.

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the all channels of the subject device tested positive for streptococcus salivarius and staphylococcus capitis (total of microbial colony count is 53 cfu /endoscope). The facility reprocessed the subject device using adaptascope, a non olympus automated endoscope reprocessor model. There was no report of infection associated with this report.